Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inserted a (B)(4) three piece silicone lens. After insertion into the eye, there was a piece of optic torn off and missing. The lens was cut to remove from the eye. No pt injury. Another same model and size lens was implanted.